Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023 it was reported, by a patient via phone, that an MRI performed in september showed fragments of a foreign object. The patient had undergone surgery back in august of 2022 in which a fibertak was used. The patient is contacting arthrex to obtain material composition for the fibertak. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.